Event description:
It was reported that when user pulled back the syringe for contrast aspiration, air entered into the syringe. The syringe to manifold connections were tightened correctly. The syringe was disconnected and the air was evacuated. No adverse effects to the pt were reported.